Event description:
The manufacturer received information alleging a ventilator was alarming for a low circuit leak alarm condition. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device had evidence of physical damage. The device's flow sensor assembly was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a failure of the flow sensor. The flow sensor was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the flow sensor failing was due to improper cleaning of the component with a solvent that is not approved for use in this device. The user manual outlines approved cleaning agents and states "do not use harsh detergents, abrasive cleaners, or brushes to clean the ventilator system".